Event description:
Customer reported that while processing an hbsag microwell plate on summit, it was reported that not enough reagent was delivered to microwell position a-4, and no error was generated. No death or serious injury was associated with this incident.